Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "distal stem was put in, trial body was placed and final implant was put on. The set screw would not tighten the implant as re-impacted. The screw would not screw down it was stripped."